Event description:
The pt had contacted lifescan in 05 and alleged that her one touch ultra meter was giving the error 4 message. At the time of troubleshooting with the customer service agent, it was verified with the pt that this was not a new product. The pt's testing technique was reviewed to be correct and the condition of her test strips was also good. She was asked to test on the meter at the time of the call, but the error 4 appeared again and the issue was not resolved. She had not experienced any symptoms at the time of concern. She was taken to the hosp, where the hosp meter result was 104 mg/dl, which does not reflect a serious injury. She did not receive any medical treatment or intervention at the hosp. Based on the info provied, there is an indication that the product has malfunctioned since the error 4 issue was not resolved with troubleshooting. However, there is no report of an adverse event or serious injury due to the produc or the issue. The pt was taken to the hosp, but only her blood glucose level was checked (104 mg/dl) and she had not received any treatment. Therefore, this case is reported as a meter malfunction. A replacement meter and test strips were sent to the pt.